Manufacturer narrative:
(B)(4): physio-control provided customer with the part number and ordering info for a replacement connector assembly. The customer later confirmed that the assembly has been ordered. The removed assembly will not be returned to physio-control for evaluation; therefore, further investigation cannot be performed.

Event description:
It was reported by the customer's biomed that the device's therapy connector seemed loose and could be contributing to intermittent connections. There were no reports of pt use associated with the reported failure.